Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from the USA alleging an error 5 message issue with the one touch verio iq meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had an error 5 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The test strips involved with this complaint have been returned to lifescan (lfs) for evaluation. The test strips involved with this complaint have been evaluated by lifescan product analysis (pa) on (B)(4) 2012 with the following findings: the alleged issue was confirmed when testing with the control solution. The test strips involved with this complaint were evaluated and error 5 was observed with control solution testing. However, a secondary issue was noted, when the test strips were tested with the control solution and error 4 was also observed. The meter has been also been returned to lifescan (lfs) for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.